Event description:
It was reported the patient was feeling some pain and pressure in the back of their rib cage. It was noted the patient had not fallen down. The reporter stated they were wondering if it was related to their trial. It was noted the patient was going to contact a manufacturing representative. It was reported the cause of the event was lead placement. It was stated the issue was due to dislodgement/migration. It was stated signs and symptoms were ¿sharp/shooting,¿ the patient did not require hospitalization and the patient outcome was no injury. It was further reported the lead was pulled, no implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).